Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing which 'may be interrupting the timing of the atrial lead to pace'. It was also reported that the patient experienced a low heart rate. The lead was re-programmed and remains in use. No further patient complications have been reported as a result of this event.